Manufacturer narrative:
(B)(4) - device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced an adhesive event where two infusion sets fell off during use on (B)(6) 2024 and (B)(6) 2024. The infusion set was in use for couple of hours. Patient replaced infusion set and resumed insulin successfully. No further information was available.